Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up and the insulin pump was alarming a critical pump error. The customer¿s blood glucose level was 300 mg/dl. The customer stated they did go swimming with the insulin pump on. The device will be replaced and returned for analysis.